Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified below the knee artery. After a 1mm balloon catheter was advanced to the lesion, a 2.0mmx220mm x150cm coyote¿ balloon catheter was advanced for pre-dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed. No patient complications were reported and the patient's status was good.